Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. The customer was nauseous, vomiting, and was weak. Electrolytes were low. The customer was not feeling well to troubleshoot. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.